Event description:
It was reported that during an office visit, a device could not be interrogated. Magnet application appeared to have differing responses including pacing at vvi-65, vvi-70 and vvi-85. The clinic indicated that all company programmers and programming heads were turned on and stored in the same location. The clinician suspected that there was some interference due to programmer heads being too close together. The patient returned to the clinic the following day and was able to be interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), implanted: (B)(6) 2011. (B)(4).